Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a motor communication error alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant spi to motor pic communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to spi to motor pic communication error alarm.